Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the tube extension is dislodged from the main tube. The entire tube extension is circumferentially broken at the base of the axial keys and as a result, the tube extension can be rotated 360 degrees. No pieces are missing. Engineering also observed char marks on the outer surface of the distal end of the main tube. The instrument was disassembled to find additional char marks on the hypotubes and on the inner surface of the metal reinforcement ring. The char marks leads engineering to conclude that the instrument may have arced during a previous surgical procedure and the arcing most likely occurred after the tube extension breakage.

Event description:
It was reported that prior to using the monopolar curved scissors instrument in a da vinci si hysterectomy procedure, it was noticed that the insulation was bent at the location where the joints meet. No pt harm, adverse outcome or injury was reported. The customer reported malfunction does not in itself constitute an FDA reportable event, however, engineering discovered evidence of arcing during internal evaluation of the instrument.